Manufacturer narrative:
Corrected data: upon further review it was noted that event date was missed when initial report was submitted. Therefore, this supplemental report is being done. Field below updated to reflect the correct event date. Section b3: event date: nov 24 2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient age, ethnicity and race: unknown/ not provided as customer indicated no further information is available. Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted due to patient experiencing dysphotopsia post iol implantation. The explanted iol was replaced with a non johnson and johnson lens. It was provided that incision enlargement was performed during the procedure. The explanted iol was discarded. The patient has reportedly recovered. No further information was provided.

Manufacturer narrative:
Additional information: new information received that patient is 75 yrs. Old, white, female. Fields below updated. Section a2: age: 75 yrs. Old. Section a3: gender: female. Section a5: race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 31 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause a visual disturbance could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.